Event description:
A nurse reported experiencing poor or no vacuum during a cataract surgery. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep confirmed the system's aspiration flow rate, performed irrigation and aspiration pressure sensor calibration and confirmed the system achieved 650+ mmhg vacuum. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for eval and no add'l info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).